Event description:
Caller reported potential false positive troponin (tni) on the triage profiler sob. Pt was admitted on shortness of breath and was tested on the triage profiler sob using fresh whole blood. Pt's final diangosis was not available. Pt blood was previously found to have a "human anti-calf antibody."

Manufacturer narrative:
Pt sample was returned on (B)(6) 2011. The sample had been sitting out at room temp since (B)(6) 2011 before being spun down to collect plasma and frozen on (B)(6) 2011. Product support tested returned sample, normal whole blood donor sample (negative control), and calibrator h (positive control) on retained sob (B)(4) for troponin recovery. No high bias or elevated tni values were observed with any sample. No error codes or device issues were observed. Returned pt's sample results on the triage meter was <0.05 ng/ml and verified on the access2 at 0.01 ng/ml. All data points with the normal whole blood sample were below the mfg cut-off of 0.05 ng/ml. Two data points with cal h were below the mfg 2sd range. Customer's complaint of discrepant results and possible false positive tni was not observed. Pt whole blood sample was tested after 18 hours at room temp and again as plasma after being at room temp for 6 days before being spun down. The package insert states that whole blood must be tested within 4 hours at room temp and as plasma. As of (B)(6) 2011, three complaints have been reported for sob lot #w48979. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.